Event description:
Baxter complaint coordinator reported an althin-baxter system 1000 hemodialysis device removed more weight than intended during a pt treatment. The pt reported not feeling well and experienced symptomatic hypotension. There was no alarm indicated in the event. The pt was administered IV fluid replacement.